Event description:
A 5mm diameter x 30 mm length bridge assurant biliary stent system was inserted into a patient for the treatment of a renal artery lesion. The vessel tortuosity and calcification are unknown. It is unknown if the lesion was predilated. It was reported that the stent dislodged from the stent delivery system and was successfully snared out. No additinal clinical sequelae were reported. The delivery system was discarded and will not be returned to medtronic.